Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. The physician relocated the ipg and added two lead extensions. The patient was reportedly doing well following the procedure.